Event description:
It was reported that during an unknown procedure, an unknown issue occurred with the device. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was specific issue that occurred with device? For example, did device not feed clip into jaws? Did device not fire a clip onto tissue? Did device jam? During a laparoscopic cholecystectomy the clips in the device in question would not stay clipped to the common bile duct. The clip would come off of the duct after it was applied, this happened with several of the clips not just one. We ended up opening another clip applier to complete the clipping of the common bile duct so that the gallbladder could be removed. There was no gross abnormality of the common bile duct in the surgical case that would lead us to believe that the anatomy of this patient would prevent to clips from staying in place. It was the failure of this particular clip applier: lot # l4ec7c exp. Date 2019-02.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. It could not be determined what may have caused the event reported.